Event description:
It was reported that this pacemaker device exhibited atrial undersensing. The healthcare professional (hcp) plans to switch automatic gain control (agc) 0.15 millivolts to fixed. Boston scientific technical service (ts) reviewed and noted intermittent atrial undersensing. Ts discussed switching agc to fixed may help a little but will not resolve the issue completely. In addition, presenting electrogram also showed very small p waves. This device remains in service. No adverse patient effects were reported.